Manufacturer narrative:
A corneal transplant is performed on (B)(6) 2002, (B)(6) 2003, (B)(6) 2003, (B)(6) 2003, (B)(6) 2005 (pk with iol exchange), and (B)(6) 2008 a descemet's stripping automated endothelial keratoplasty with baerveldt seton tube. During the long course of treatment, the pt experienced a fall and broke a rib, had an esophagogastroduodenoscopy performed due to upper gi bleed from large duodenal bulb ulcer from aspirin and steroid use and had several seizures, possibly a reaction from pentamidine. The date (B)(6) 2009, indicates pt's current corneal graft is stable. (B)(4): used for corneal transplant. Lot number of solution used by pt is unk, and the manufacturer does not have any pt info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
Amo received a report that a (B)(6) female pt experienced acanthamoeba keratitis in (B)(6) 2001, while using complete moistureplus. The product identified by the reporter was not distributed in the USA during the time period the pt was diagnosed. Medical records were received 12/3/09: the pt received a paper cut to her right cornea on (B)(6) 2001. She was initially diagnosed with a corneal abrasion, infectious keratitis, and a corneal ulcer. She was treated with antibiotics, anti-fungals, and anti-virals with only mild improvement in her symptoms of pain, blurred vision, and redness. Her eye was cultured and returned negative. A biopsy was performed and on (B)(6) 2002, a pathology report confirms a diagnosis of acanthamoeba keratitis. Phmb, neomycin, and brolene are started, later quixin, chlorhexidine as well as ocuflox, pentamidine, pred forte, atropine, fluconazole, prednisone, methotrexate, amitriptyline, methadone, ranitidine, dilaudid, keppra. Treatment of acanthamoeba keratitis continued and pt was admitted to the hospital on (B)(6) 2002, for 2 days due to a fall in the bathroom (loss of consciousness, nausea, vomiting, and diarrhea) later diagnosed as delirium secondary to a urinary tract infection and withdrawal from narcotics. Treatment continues with pain management becoming critical. Pt using fentanyl patch, fiorinal with codeine (for migraines).